Event description:
Caller alleged discrepant results compared with the lab. Caller stated her husband was in the hospital last week because he got a 2.9 on the meter and lab was 8.8 inr. Pt also used meter and got error code (441). Caller confirmed that they had the meter on a table, but the meter was not flat but was on an angle. Caller stated he had did the test a 2nd time and got the error, the first result was 4.6 inr and the pt should be around 3.2 inr with the meter. She did another test while on the phone and got qc1+2 on the inratio meter. Pt was discharged from the hospital.

Manufacturer narrative:
Error code 441 is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. These checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user errors. Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no info in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test 1, inratio: 2.9, lab: 8.8, mean: 5.85, confidence limits: mean > 5.0, difference > 2.2. The mean of the inratio meter and comparative system inr were calculated. The mean is greater than 5.0 and the difference between the inr's is greater than 2.2. The results are considered discrepant within the context of the documented variability for inr testing. Product testing is required; however, retain strip testing cannot be performed as strips have expired. Further investigation cannot be performed. The customer used strip lot 070615a for testing which has an expiration date of 2008/11. Strips were expired at the time of use which may be the root cause of discrepant results. Troubleshoot revealed meter was not on flat surface during test. Training was provided for strip code change. Test result discrepancy was reported. The timing between the tests was not known. Mean calculation revealed results are considered inaccurate in comparison. Investigation on product info found expired strip was used. Accuracy discrepancy was not established due to product was mis-used. Products were not expected to be returned. Further action is not required. No corrective action is required as no product deficiency was established.